Event description:
During routine preventative maintenance testing by stryker, the device failed to recognize the attached therapy cable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section h10 of initial medwatch report indicates: stryker performed an initial evaluation on the customer's device and verified the reported issue. Section h10 of initial medwatch report should indicate: stryker performed an initial evaluated the customer's device and was unable to verify or duplicate the reported issue. After completing other unrelated repairs, proper device operation was confirmed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue.

Event description:
During routine preventative maintenance testing by stryker, the device failed to recognize the attached therapy cable. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.